Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 where the lead was revised (reference MFR. Report 1627487-2017-03476) and during the same procedure the ipg was repositioned. The ipg was repositioned to relieve any possible strain on the lead as the physician thought the original pocket site may have caused strain on the lead and caused the ipg to move out of position. The issue has been resolved.